Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the stylus of the programmer was not working. The stylus was replaced and resolved the issue. The programmer remains in use. No patient complications have been reported as a result of this event.